Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a charge time limit notification on the implantable cardioverter defibrillator. The device had failed to charge. No intervention was performed. The patient condition was stable.